Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected use. After intravenous ultrasound (ivus) while using the sled, it was noted that the opticross imaging catheter locked on the wire. They thought that it was the short rail at the distal end of the catheter that is kinking on the wire which causes the catheter to locked on the wire. Hence, they were forced to remove the wire and the catheter as one. After which, the physician had to do the rewire. No patient complications were reported.